Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j703 connector on the distribution node pca.. The root cause for the strained cable was excessive force. Investigation underway. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported an electrode belt was getting adjust belt messages.